Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise. The noise was thought to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Technical services (ts) was consulted to review the data. Upon review, ts noted that the shock impedance measurement is high and has gone out of range intermittently. Several untreated episodes due to oversensing noise and decreased r-wave amplitude were also observed. It was noted that post shock, the noise that appears to be related to changes in the impedance pathway of the sensing vector that utilizes the electrode subsides, other artifact noise continues. Ts discussed the noise may be consistent with noise seen when there is a fracture. Ts discussed other possible causes including a connection issue. Ts suggested obtaining an x-ray and discussed additional troubleshooting steps. The patient was brought in for testing where the noise was not able to be reproduced. An x-ray was taken, and the physician noted that no signs of a lead or connection issue could be visualized. Subsequently the s-ICD was reprogrammed to secondary sensing vector and both the device and electrode remain in service.